Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer failed and not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer logged into the device and navigated to the storage space configuration, then to device settings and it was observed that the right slide rail was sticking, causing the drawer latch to repeatedly click in an attempt to push the drawer out. The device was shut down, and the back panel was opened to manually release the drawer. The right slide rail was then replaced to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.